Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 320-06-38 - glenosphere 38mm: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-38-03 - 145-deg pe 38mm hum liner +2.5: (B)(6), 300-30-08 - equinoxe preserve stem 8mm: (B)(6), 320-10-05 - equi rev tray adapter plate tray +5: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6), 320-20-30 - eq rev comps scr lck cap kit, 4.5 x 30mm: (B)(6).

Event description:
As reported, approximately 2 years post the initial right reverse total shoulder arthroplasty, the patient was revised due to instability. The surgeon removed a 38 glenosphere, glenosphere locking screw, and 38+2.5 humeral liner and replaced them with exactech components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.